Event description:
The following has been reported to hamilton medical ag on 12 march 2024 it was reported , that on (B)(6)2024, hamilton-t1 (sn (B)(6)) failed nebulizer tightness test and pressure keeps rising.nebulizer valve stays open and nebulizes continuously. According to preliminary analysis, ventilator did not alarm audible and visible, ventilation continuous, nebulization continuous. Potential root causes could be related to nebulizer valve staying open. The following correction may be considered: replace nebulizer valve. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.

Event description:
The following has been reported to hamilton medical ag on 12 march 2024 it was reported , that on march 06th 2024, hamilton-t1 (sn (B)(6) failed nebulizer tightness test and pressure keeps rising. Nebulizer valve stays open and nebulizes continuously. According to preliminary analysis, ventilator did not alarm audible and visible, ventilation continuous, nebulization continuous. Potential root causes could be related to nebulizer valve staying open. The following correction may be considered: replace nebulizer valve. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3 and h11 have been updated. The issue occurred during preventive maintenance. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. To address the issue, a nebulizer valve was shipped to the customer. No feedback was received confirming whether the replacemet resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the nebulizer valve, as no further issues have been reported.

Event description:
The following has been reported to hamilton medical ag on 12 march 2024. It was reported, that on (B)(6) 2024, hamilton-t1 ((B)(6)) failed nebulizer tightness test and pressure keeps rising.nebulizer valve stays open and nebulizes continuously. According to preliminary analysis, ventilator did not alarm audible and visible, ventilation continuous, nebulization continuous. Potential root causes could be related to nebulizer valve staying open. The following correction may be considered: replace nebulizer valve. As per available information, there is no indication that the complaint led to death, injury or serious deterioration of the health of the patient, user or third-party.